Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 836c00. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 836c00, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the jaws did not open after the 4th firing. It was used on colon. The reverse button was used, but the jaws did not open. The manual override was used to open the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.